Manufacturer narrative:
Additional info requested. Cannot be determined without a part number. Synthes is unable to determine the mfg date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.

Event description:
Surgeon reported pt had post-op veptr implant prominence with progressive thinning of skin and subcutanous tissue. Surgeon revised and performed a partial removal of veptr device on the left side.